Event description:
It was reported that during a breast biopsy procedure, the tip from the applicator broke. Tip remained in pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.